Manufacturer narrative:
Future date of explanation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast reconstruction with a (left) 475cc mentor memorygel breast implant and a (right) 400cc mentor memorygel breast implant, suffered bilateral breast capsular contractures (baker grade IV), post-procedure. The capsular contractures were diagnosed via physical examination. As a result, the patient was scheduled for bilateral implant explantation and possible replacement of mentor gel implants on (B)(6) 2021. This medwatch form is for the right breast prosthesis.